Event description:
It was reported that this lead was explanted due to oversensing. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was found cut 19.5 cm distal to the is-1 connector pin and 45.5 cm proximal to the lead tip. The proximal, medial and distal lead fragments were returned and subjected to an extensive analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In the course of the visual inspection, calcified tissue was noted in the distal region of the lead. Furthermore multiple signs of wear could be noted along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through. This damage can be considered the root cause for the oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the conductor cable to the ring electrode was found to be fractured just distal to the yoke, which is likely the root cause of the abnormally high pacing impedance. In this area also abrasion marks were noted. It is highly likely that the damage occurred due to interaction with the generator housing. Further inspection showed that the shock coil was deformed as a result of the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to oversensing. Should additional information be received this file will be updated.